Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since implant in (B)(6) 2015, the patient had no symptom control, had bladder infections with e. Coli and urinary tract infections (uti) and the implantable neurostimulator (ins) was coming through the skin. She continued to have bladder infections and uti's. It was noted that the patient had a fall over the weekend in (B)(6) 2016, but had not notice any change in symptom control since the fall. She had fallen on the wood floor and she had pain and soreness on the right upper buttock area, lower back and both shoulders. She tried to catch herself on the couch but she caught her elbow, which made her shoulder hurt and spun her around "like a 360."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.